Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was jammed between the plunger and the injector wall while attempting to inject. The plunger damaged the haptic. So the lens was not implanted. From additional information it was learnt that the issue was noticed during handling/prior to insertion. Use error is unknown, as technician did not see the issue until after the doctor said something about it there was no abnormal condition noticed. The procedure was completed with the back up lens with the same model and diopter. There was no patent injury. There was no medical/surgical intervention required. Reportedly the scrub nurse likely did not use enough bss (balanced salt solution) while priming. No other information is available.

Manufacturer narrative:
Section: a3b, a4 and a5: unknown/ asked but not available. Section :b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.